Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of instrument with manufacture suggest that the part was misassembled by customer after cleaning. Visual examination shows that the measurement instrument piece does not match the instrument body. During the evaluation, it appeared that the customer swapped parts with another measurement instrument body.

Event description:
It was reported that patient underwent an elbow fixation procedure on (B)(6), 2014. During the procedure, the depth gauge measured incorrectly resulting in the wrong size screw being implanted. The screw was removed, an alternative depth gauge was used, and the procedure was completed with the correct sized screw.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.